Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: factors that can contribute to difficulty deploying a stent (partial stent apposition) can include, but are not limited to, patient anatomical morphology, lesion characteristics, patient disease state, pre-dilatation strategy, leaks/ruptures, stent damage, inflation technique, product size selection, and/or lesion size. To help ensure that the reported difficulties are not a result of a manufacturing deficiency, stent delivery systems are subjected to a 100% visual inspection. Additionally, a sampling of units from every lot is destructively tested prior to release to verify stent deployment dimensions, as well as stent uniformity of expansion. The product was not returned and may have aided in the evaluation, however, no product damage was noted during inspection prior to use. Reportedly, the lesion was heavily calcified and a chronic total occlusion, which could have contributed to the reported difficulties. Although a conclusive cause for the reported difficulty to deploy (incomplete apposition) cannot be determined, there is no indication of a product quality deficiency. It should also be noted that the xience v instructions for use (IFU) warns that the safety and effectiveness of the xience v stent have not been established for subject populations with the following clinical settings: lesions located in unprotected left main coronary artery, ostial lesions, chronic total occlusions, and lesions located at a bifurcation. Vasoconstriction (vasospasms) is a known adverse event as listed in the xience v IFU. Although a conclusive cause for the vasoconstriction and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on more than one occasion during an interventional procedure in a heavily calcified coronary artery lesion, the stent did not stay fully expanded after deployment, had poor apposition, and there was vessel recoil. A post-dilatation balloon was fully inflated but after balloon removal, the stent still did not stay fully open. Therefore, a second stent was implanted inside and overlapping the first stent. After the second stent was implanted slight recoil remained but the vessel lumen was adequate and no further treatment was done. There was no adverse patient sequela. The physician expressed a concern for future research and development of a stent design with stronger radial strength for use in heavily calcified lesions. Though requested no additional information was provided.